Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the quick coupling device had corrosion on the clamps, slid-sleeve and cone sleeve - clamps will not grip smallest k-wire (0.6) and the labeling was hard to read. The device also failed pretests for step 30 (marking & labeling) as the labeling was difficult to read, failed step 60 (check self-holding) as the clamps would not grip the smallest k-wire (0.6), failed step 70 (check for smooth running) as the device was grinding while testing, failed step 80 (check clamping range) as the clamps was not able to grip the smallest k-wire (0.6); would not adjust to smallest range, failed step 100 (check untrue running) as the device was vibrating during testing and failed step 110 (check gripping power & function) as the clamps would not grip the smallest k-wire (0.6). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not working properly and possibly jamming. During in-house engineering evaluation, it was determined that the device was vibrating. It was not reported if the device was used in surgery. There was no human patient involvement as this device is for veterinary use only. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.